Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The right ventricular (rv) lead exhibited low, out-of-range pace impedances of less that 200 ohms and noise, the non-boston scientific right atrial (ra) lead exhibited undersensing, and the non-boston scientific left ventricular (lv) lead was dislodged. A new crt-d system was implanted, and the old crt-d system, including the rv, ra and lv leads, was removed. No additional adverse patient effects were reported.